Event description:
A customer reported that the system would not aspirate correctly during a cataract extraction procedure. The handpiece was exchanged and the system was flushed out but the problem persisted. The procedure was completed with retained lens matter left in the eye.

Manufacturer narrative:
The company rep examined the system and the problem reported could not be replicated. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).